Manufacturer narrative:
Sections with additional information as of 30-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that when she tries to inject the insulin, some of the 32g pen needles do not have any "holes" so the insulin is not being dispensed when she attempts to administer. Customer is using compatible insulin pen. The package had not been open or damaged when received by the customer. The customer has been using the product out of this package for a few days. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.